Event description:
New information states that the lead was explanted and replaced successfully. The patient condition was stable before and after procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. No intervention had been performed. The patient would decide if he wants to have another procedure. The patient is in good condition.

Manufacturer narrative:
Sn should have been (B)(4) rather than (B)(4).